Manufacturer narrative:
The field service engineer (fse) changed the cuvettes, lamp, and incubation bath degasser. He confirmed there is no dust in the incubation flow path, but cannot be sure there are no dust particles in the incubation bath. He performed multiple checks and adjustments. Another analyzer has been installed in the laboratory; the same issues are occurring with the new analyzer as well as the old analyzers.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6)..

Event description:
On (B)(6) 2017 the field application specialist visited the customer's site and discovered the two cobas 8000 c702 modules at the site were producing questionable results on multiple assays for multiple samples. The system would give a negative result with a data flag. Upon repeat testing, the system gave normal values. The specific number of samples involved in the event was not provided. The customer only provided patient data from one of the c702 modules involved in the event. Extensive troubleshooting, cleaning, adjustment, and replacement of parts was performed. The customer continued to perform testing and the questionable results continued. The customer stated none of the erroneous results generated during this time were reported outside of the lab except one sample, tested on (B)(6) 2017. On (B)(6) 2017 an initial creatinine result of 4.787 mg/dl was obtained on a patient sample. This result was reported outside the laboratory. The physician requested a new blood collection. On (B)(6) 2017 the patient had another sample drawn, which had a creatinine of 0.797 mg/dl. On (B)(6) 2017 the laboratory repeated the first sample (from (B)(6) 2017) with creatinine results of 0.795 and 0.808 mg/dl. There was no allegation of harm to the patient. The creatinine reagent lot number and expiration were requested but not provided. Field service personnel noted a large amount of white dust in the laboratory. The dust covers all surfaces and is seen floating in the air. The customer stated they clean the analyzers every day, but the dust is also present every day. Further investigation of the event determined the analyzers should not be used when this amount of dust is in the air as it can enter the analyzer and could cause a malfunction.

Manufacturer narrative:
The issue was due to an issue with the customer's ac power supply line. The device did not malfunction.